Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss and also had received a power loss alarm. The customer¿s blood glucose level was 124 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed for power loss alarm and noticed customer did not receive a power loss alarm. The customer was advised the insulin pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.